Event description:
(B)(4). 2012-2013- was diagnosed with polycystic ovarian syndrome, fibroid uterine tumors, weight fluctuations, extreme hair loss, anxiety, blurred vision, heavy feeling in the lower abdomen, loss of periods. 2014-2015 increased pelvic/lower abdomen heaviness and pain, increased painful cramps during period, pinching feeling on left ovary which has progressively increased, pain during sex followed with extreme bloating and heavy feeling in lower abdomen for several days... Since (B)(6) of 2015-pelvic inflammatory disease, cervical cysts, intestinal infection, and congested pelvic syndrome. Increased loss of balance and blurred vision, numbing from the forearms to finger tips, numbing of left leg from him to toes, joint pain from hips down, jaw pain, teeth decay and breakage, increased pain during period, increased headaches, feeling of fainting, can't stand for long period of time, lower back pain is daily.